Event description:
The following was reported: revision surgery for broken right hip prosthetic stem collar.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device: std mitch trh cp sz 44/50 catalogue: mac-9988-4450, lot: fm059193. Device: mitch trh md hd sz44+0 catalogue: mmh-9988-0044, lot: fm090904. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.